Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
An ip2p kit containing cc1.p1 and ip2 introducer (licox) was reported to be reading lower than the camino and core temperature. The physician is concerned because, the pbo2 is reading much lower than would be expected given the pt's condition, blood gases, etc. The physician notes that the temperature is used in calculation of the pbo2. Temperature readings were done over a three hour time frame for three days monday - licox - 36.2, 36.4, 36.2.; camino - 37.1, 37.2, 37.2; core - 36.8, 36.8, 36.8. Tuesday - licos - 37.2; camino - 38.2; core - 37.8. Thursday - licox - 36.4; camino - 37.6; core - 37.2. The licox monitor was changed between the second and third readings to ensure that the monitor was not the issue. The physician was advised that the temperature runs about 1/2 a degree lower on the licox, but the physician was concerned that the pbo2 may not be accurate.